Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they want to know the actual reason of blood sugar readings of the customer was continually rising up. Customer's blood glucose level was 280 mg/dl at the time of incident and the another blood glucose level was 331 mg/dl. Patient insulin pump was off auto mode. Customer did not received the insulin flow block alarm.